Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a concerto coil that encountered resistance, became stuck in the sheath, and started to coil in the s heath. It was reported that 3 x 8 coils would not push and then 1 of them started coiling in the sheath. So the physician had to exchange catheters and use penumbra. It was noted that there was coil resistance/stuck in sheath. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a non-medtronic terumo progreat 2.4 microcatheter.

Manufacturer narrative:
MDR decision corrected to not reportable. The complaint flag cannot be flipped to 'no' as regulatory reports exist in this event. A second review was performed for the fdd code. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death orserious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. No additional supplemental reports required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.